Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06511. It was reported the patient experienced overstimulation in her neck as well as at her ipg site with stimulation both on and off. As a result, the patient's entire scs system was explanted.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06511.